Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the balloon of a large volume infusor. This was noted during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. A visual inspection on the unit (via the naked eye) noted a solid white particle, approximately 1.10 mm in size, floating in the fluid of the bladder. The particle was in the fluid path. The particle was identified to be acrylic material via fourier transform infrared spectrophotometer scanning. The cause was undetermined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.